Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One viewflex xtra ice catheter was received for complaint evaluation. It was confirmed that the distal tip of the catheter was kinked and fractured approximately 1.25 cm from the catheter distal tip. However, the catheter was in one piece. The catheter tip dissection was verified for the presence of the components, no anomaly was noted; even with the damage on the tip section. The device history record was reviewed to ensure that each manufacturing and inspection operations was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the investigation performed and the information received, the cause of the tip fracture remains unknown.

Event description:
During the procedure, the catheter was not displaying as normal. When the device was removed, the tip was found fractured. The device was replaced and the procedure was completed with no adverse patient consequences.